Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: total laparascopic hysterectomy, bilateral salpingectomy, left oophorectomy event description: patient received a conduction burn during surgery from a applied science voyant fusion device eb240 - advanced bipolar. The vendor was present and was notified. Additional information was received via telephone on (B)(6) 2022 from account manager I, applied medical the rep was present for the case. A surgical oncologist was doing a small portion of the case using the voyant handpiece. At the end of the case, the or team noticed that there were a "couple burns on the abdomen" when they were closing. "The burns exhibited a similar profile as the jaws of the voyant device." Additional information will be provided. Additional information was received via email on (B)(6) 2022 from account manager I, applied medical device being used was actually the eb210-voyant 5mm fusion device. Single incision total laparascopic hysterectomy, bilateral salpingectomy, left oophorectomy performed by dr [name][ and then abdominal mass removal performed by dr [name] and her resident surgeon. Unsure what other isntruments were being used at the time of the event. The burn was on the surface of abdomen around the incision site for the abdominal mass removal performed by dr [name] and her resident surgeon. Dr [name] used it first for his single incision gelpoint portion of the case, dr [name] and her resident surgeon then used it for the abdominal mass removal. No alarms received from the generator.after dr [name] closed her portion, dr [name] finished his portion, closed his incision, then dressed the burn with some form of burn dressing at the end. Per dir. Of surgical svcs.- stable and discharged. Still working to locate device with hospital staff, they sent it to be cleaned, but unsure where it is at this point. Additional information was received via email on (B)(6) 2022 from account manager I, applied medical I did not see it in contact with the skin. It could be possible if they were bringing tissue to the surface and sealing. Type of intervention: after dr [name] closed her portion, dr [name] finished his portion, closed his incision, then dressed the burn with some form of burn dressing at the end. Patient status: stable and discharged.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This report is in response to medwatch # mw5113700. Correction: update g3 to "december 15, 2022".

Event description:
Procedure performed: total laparascopic hysterectomy, bilateral salpingectomy, left oophorectomy event description: patient received a conduction burn during surgery from a applied science voyant fusion device eb240 - advanced bipolar. The vendor was present and was notified. Additional information was received via telephone on 16dec2022 from account manager I, applied medical the rep was present for the case. A surgical oncologist was doing a small portion of the case using the voyant handpiece. At the end of the case, the or team noticed that there were a "couple burns on the abdomen" when they were closing. "The burns exhibited a similar profile as the jaws of the voyant device." Additional information will be provided. Additional information was received via email on 21dec2022 from account manager I, applied medical device being used was actually the eb210-voyant 5mm fusion device. Single incision total laparascopic hysterectomy, bilateral salpingectomy, left oophorectomy performed by dr [name][ and then abdominal mass removal performed by dr [name] and her resident surgeon. Unsure what other isntruments were being used at the time of the event. The burn was on the surface of abdomen around the incision site for the abdominal mass removal performed by dr [name] and her resident surgeon. Dr [name] used it first for his single incision gelpoint portion of the case, dr [name] and her resident surgeon then used it for the abdominal mass removal. No alarms received from the generator.after dr [name] closed her portion, dr [name] finished his portion, closed his incision, then dressed the burn with some form of burn dressing at the end. Per dir. Of surgical svcs.- stable and discharged. Still working to locate device with hospital staff, they sent it to be cleaned, but unsure where it is at this point. Additional information was received via email on 03jan2023 from account manager I, applied medical I did not see it in contact with the skin. It could be possible if they were bringing tissue to the surface and sealing. Additional information was received via email on 05jan2023 from or manager" eb210 lot #1463002 I found the voyant handpiece, it is just a portion of the plug and cord. The handpiece was cut at the cord near the distal end. Rep will confirm if this is the correct event unit before the product is returned for investigation. Additional information was received via email on 05jan2023 from account manager I the plug/cord [name] referenced is from a completely different case on a different day. No product is available for return. Product is not available for return. Type of intervention: after dr [name] closed her portion, dr [name] finished his portion, closed his incision, then dressed the burn with some form of burn dressing at the end . Patient status: stable and discharged.